Event description:
It was reported that during a remote follow up, low pacing impedance was noted on the right ventricle (rv) lead due to dislodgment. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and low pacing impedance. The reported event of low pacing impedance was confirmed. As received, a complete lead was returned in one piece with all tines intact and undamaged. Visual examination found the inner and outer insulations were damage and the outer coil was compressed at the suture sleeve tie location, x-ray examination showed no indication of conductor fractures, but the inner and outer coils were offset at the suture sleeve tie region. Electrical testing found shorting between conductors while manipulating the lead at the suture sleeve tie impression. All these damages found are consistent with damage due to overtightened suture sleeve tie. The cause of the reported event of low pacing impedance was due to the damages found at the suture sleeve tie impressions which is consistent with procedural damage.